Manufacturer narrative:
H3: analysis of the electrical stimulation lead (serial number (B)(6)) found that the proximal end of the lead insulation was consistent with metal ion oxidation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient came in for a routine battery replacement due to battery being at elective replacement indicator (eri). Once the pocket was opened up the screws in the battery were loosen up and the top lead was removed but the bottom lead was unable to be removed until the physician disassembled the old battery. The hcp decided to check the lead impedance with a wireless external neurostimulator (wens) vs getting it stuck in the new battery and all impedance remained within normal limits. Next the physician attempted to put the lead into an extension but the lead was also unable to be inserted into the extension so the physician decided to replace the entire lead. The issue was resolved.